Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the percutaneous coronary intervention procedure, the balloon was inserted into the patient and filled when a blood leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
Device received for evaluation. This follow up report is needed to address updated analysis.

Manufacturer narrative:
One 6f engage introducer sheath was received for evaluation. The dilator was also returned. Functional testing confirmed a fluid leak in the hemostasis valve. Further investigation revealed the hemostasis seal had been rotated on its side; the displace seal is consistent with the leak. No visual anomalies or functional anomalies were noted regarding the seal slits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the rotated seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.